Event description:
It was reported that during a stage 2 deep brain stimulation implant, the screw on the extension would not tighten down. The physician felt that it was crooked in the hole and wouldn¿t make appropriate contact with the lead. Another extension was used to complete the procedure

Manufacturer narrative:
Extension model 37085 serial (B)(4) implanted: na.